Manufacturer narrative:
Awaiting requested device for repair and failure investigation.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) shut down on its own. When attempting to turn the unit back on it failed to power on.